Event description:
New information received notes that patient developed a pocket infection and revision was performed. System remains implanted. Patient was in good condition.

Event description:
It was reported patient underwent a pocket revision due to a hematoma. Patient was well after event.

Manufacturer narrative:
.